Manufacturer narrative:
The device was evaluated and repaired by a field service technician. Replaced a shroud and the seat (wear items) as well as motors and electronic harnesses. The device is working properly.

Event description:
Alleges the chair veered to the left causing him to lose control and the chair tipped over.

Manufacturer narrative:
The exact "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges the chair veered to the left causing him to lose control and the chair tipped over.